Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 500 mcg/ml baclofen at a dose of 108 mcg/day via an implantable pump for intractable spasticity. It was reported that the pump pocket site began to breakdown and there were no signs of infection. The patient's body size couldn't accommodate the 40 cc pump without concern for skin breakdown and pump erosion. The pocket was revised and the pump was replaced with a smaller 20 cc pump on (B)(6) 2016. The issue was resolved and the patient status was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.